Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01581.

Event description:
Per a CT (computed tomography) of the abdomen dated (B)(6) 2017: "there is an ivc [inferior vena cava] filter located 2.5 cm below the lowest renal vein. The apex of the ivc filter is tilted posteriorly and to the right side adjacent to the wall of the ivc filter. Anterior, posterior, right and left side struts extend beyond the wall the ivc filter. This is most pronounced on the left side. The struts do not appear fracture or stent. There is a partially visualized left common iliac vein stent".

Event description:
Additional information received 08oct2019. 'It is alleged that "[pt] received a cook celect filter on 21nov2007".

Manufacturer narrative:
(B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.